Event description:
User received high amylase result for one patient sample. Initial result 454 u/l, repeat on other analyzer twice giving 40u/l each time and 39 u/l six times. Repeat result of 4o u/l was reported. The field service representative was unable to determine a cause, but he checked the alignment of the rotor. He noted the light barrier was slightly off and adjusted it. He also noted he replaced the sample probes. Performance tests were performed.